Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient had a sore just left of the lead site. The patient was putting medicine on it and it was getting better.

Event description:
A report was received that the patient had a sore just left of the lead site. The patient was putting medicine on it and it was getting better.

Manufacturer narrative:
Additional information was received that no further information can be obtained.